Event description:
A customer reported that during cataract surgery, the footswitch was not irrigating. In order to complete the procedure, an alternate footswitch was used. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and confirmed the footswitch was not irrigating. The company representative recommended the customer replace the footswitch. The customer ordered a new footswitch. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).